Manufacturer narrative:
Philips service performed a power cycle, resolving the issue with no recurrence reported. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the equipment failed to start; monitor screen remained black on a allura xper fd10/10. The clinical use of the system was unknown. There was no reported patient or user harm.